Event description:
It was reported that the bd insyte¿ autoguard¿ bc IV catheter experienced foreign matter in device. The following information was provided by the initial reporter: it was reported that a cannula was blocked by plastic piece and unable to be flushed. Cannula removed and new cannula sited details: peripheral cannula found to be blocked with piece of plastic on insertion by paediatrician. Required the removal and replacement of pivc in baby. Size 24 g bd insyte autoguard cannula found to be blocked with an extra piece of plastic in the hub, meaning the cannula could not be flushed. Dr (B)(6) removed cannula and replaced with new cannula from same batch which did not appear to be faulted.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc IV catheter experienced foreign matter in device. The following information was provided by the initial reporter: it was reported that a cannula was blocked by plastic piece and unable to be flushed. Cannula removed and new cannula sited details: peripheral cannula found to be blocked with piece of plastic on insertion by paediatrician. Required the removal and replacement of pivc in baby. Size 24 g bd insyte autoguard cannula found to be blocked with an extra piece of plastic in the hub, meaning the cannula could not be flushed. Dr tankala removed cannula and replaced with new cannula from same batch which did not appear to be faulted.